Event description:
The plaintiff's attorney alleged that the decedent experienced sudden cardiopulmonary arrest, on or about (B)(6) 2008, after the use of the product and subsequently expired.

Manufacturer narrative:
This is one event for the same patient involving two separate products.